Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for an endovascular procedure. 11 days post procedure the patient presented emergently with left limb occlusion. It was reported that the thrombus started at the flow divider. Thrombectomy was performed and the limb was evaluated with ivus. There appeared to be a stenosis in the limb which was reinforced with bilateral stents. Per the physician, the cause of the event could not be determined. No additional clinical sequalae were reported and the patient is fine.